Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was dislodged. Electrical measurements were normal after successful repositioning.